Event description:
It was reported that the lines appear to leak on the filter, causing the loss of medication. The filter leaks during the course of the medication. This was noticed after a night's sleep after which the patient woke up with a soaking wet spot in bed and a gigantic leaking filter. The patient indicated to experience a bad, rushed feeling. Also woke up later with the idea that something was wrong with the heart. No further adverse patient effects were reported.